Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer stated that the nurse could not get the drop at the end of the syringe before injecting, at which point she realized there was a leak and that the product was dripping onto her hands.

Manufacturer narrative:
A non-conformance review was conducted for lot 22l018 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no device(s) returned for evaluation; therefore, the affected product(s) could not be evaluated to confirm the reported issue. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.